Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During an unrelated procedure, there was decreased pacing impedance noted on the right atrial (ra) lead. Upon further investigation, there was some lead insulation damage noted and visually confirmed on the ra lead that was repaired with a silicon sleeve. The impedance stabilized to a normal range value and the patient was in stable condition throughout the procedure.